Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2012. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No additional information has been reported to allergan regarding the serial number or model number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the bank, the port or the connector tubing."

Event description:
Health professional reported an alleged "port leak." The port was successfully removed and replaced. Follow up is in progress but there has been no additional information received at this time.